Manufacturer narrative:
The events of granuloma and inflame are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. Device history record summary: all released batches are compliant with the processing steps described in the master batch and our specifications and especially the sterilization cycle was recorded as compliant. All microbiological, physical and chemical results (endotoxins, bioburden) are recorded in compliance with our specifications and especially the extrusion force value shows our product¿s expected consistency. The release step combined with the absence of any deviation shows that no element could explain these issues.

Event description:
Additional information: patient had concomitantly taken levothyroxine. Patient was injected in marionette lines and lips and all injection sites presented with granuloma. Symptoms resolved 3 days after treatment with systemic steroid, hyaluronidase and antibiotic double scheme. It was noted that the patient tends to "re-inflame" a little when steroid use is suspended. The physician is expecting that it does not inflame again. The product was hardly felt on the patient's face.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of formation of balls is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: induration or nodules at the injection site. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported injecting a patient with juvéderm volift with lidocaine and juvéderm voluma with lidocaine. A year later, while on a flight, the patient started feeling the formation of balls just in the areas where the fillers were injected. The formation occurred very quickly. The patient returned to the clinic 9 days after symptom onset and the physician began treatment with hyaluronidase and levofloxacin. This is the same event and the same patient reported under MDR ID #3005113652-2018-01485 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, juvéderm volift with lidocaine.